Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 4 years post op the initial left tsa, this patient was revised due to pain and poly failure with significant radiolucent lines and resorption. The glenoid component was easily removed as it had loosened from original position and all 4 pegs appeared intact with minimal bone in growth. Significant bone grafting with fresh femoral head was done to the glenoid and the shoulder was revised to biomet reverse. The patient was last known to be in stable condition. No other information available. No other patient information or medical history reported. Devices will not be returning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of using a competitor¿s product on the humeral side of the joint, which is considered off-label use and appears to have contributed to wear of the cage glenoid component and pain reported. However, this cannot be confirmed because the exactech device was not returned for evaluation.